Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2166018. D4. Medical device expiration date: 2023-09-30. H4. Device manufacture date: 2022-06-15. D4. Medical device lot #: 2227111. D4. Medical device expiration date: 2023-11-30. H4. Device manufacture date: 2022-08-15. H.6 investigation summary bd received three 3 samples from lot 2166018, 2 samples from lot 2227111, 1 sample from lot 2109060 for investigation. The samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed. The spray coat mist pattern is normal for this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: customer reports discoloration in tubing for cat 367841 lots 2166018, 2227111, and 2109060.